Event description:
It was reported that during a percutaneous coronary intervention, gauge issues occurred. The advantage inflation device was used to inflate a non-bsc balloon catheter. The pressure gauge needle did not move when an attempt to apply pressure was made. The procedure was completed with another of the same device. There were no reported patient complications and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).